Manufacturer narrative:
On 14 june 2017 the r&d project manager performed a preliminary investigation based on the available picture and commented as follows: based on the inspection it is clear that the cardan joint is disconnected and the two rods are separated. It is possible to assure that breakage of the welding between pin which fix the cardan joint and the two rods occurs during the usage. The pin has been disconnected from the cardan joint.

Event description:
After impaction of definitive cup, the surgeon noted that the impactor could not be disengaged from the cup. With some movement, the surgeon managed to remove the impactor with the cup still attached, but noted that the internal arm that has the thread on the end was missing a joining 'screw', therefore the most distal part of the internal arm was now completely seperate to the rest of the internal arm; hence why manipulation of the cup was compromised. The missing 'screw' was located in the patient and was removed. Surgery continued with the use of the offset multifunction handle and the versafit butterfly cup attachment. The cup was separated from the instrument and used to proceed with the surgery; there was no need to open a new one. No delay and no patient harm. The instrument is available for investigation.